Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken observed on posterior side assessed as a surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: non-penetrating nicks observed.

Event description:
Healthcare professional reported left side "rupture" confirmed via ultrasound. The device has been explanted and replaced.